Manufacturer narrative:
On (B)(6) 2017: during a follow up, the customer's clinical diabetes specialist stated that the customer's healthcare personnel stated the contact denied the customer was hospitalization, this could not be confirmed as the contact did not respond to any of cts follow up attempts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer would clear the alarms and additional occlusions alarms would be received. The occlusion alarms continued after an infusion set tubing change leading the customer to performed a cartridge and site change. Due to the occlusion alarms the customer experienced elevated blood glucose (bg) levels and diabetic ketoacidosis considered to be life threatening. Reportedly, the cartridge and infusion set had been in use for four days. Tandem technical support (cts) explained that labeling indicates that the supplies should only be in use up to 3 days. A system check was performed using the current supplies and insulin was observed exiting the infusion set tubing, cts explained further troubleshooting with contact. The occlusion alarms led to a hospitalization and the customer was admitted to the intensive care unit. Cts attempted to follow up with the contact multiple times; however, no response was received.